Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device was not working, during this first procedure the active blade got broken and it had fallen. It is unknown how the procedure was completed. No adverse event on the patient. One device will be returning.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.